Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 5th of september 2025 and 5th of december 2025 recorded a stable pacing impedance of 900 ohms and an initial shock impedance of 100 ohms with a sudden increase to >150 ohms from 27th of october until the end of the recording period. No iegms provided for analysis. The episode list is inconspicuous. The provided x-ray image revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that a rise in shock impedance was observed. The lead will be explanted.

Manufacturer narrative:
Combination product: yes.